Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor (clm) was unable to complete the send phase of the remote transmission. The monitor was replaced and later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported that the carelink monitor (clm) was unable to complete the send phase of the remote transmission. The monitor will be replaced. No patient complications have been reported as a result of this event.